Event description:
The explanted generator and lead were received by the manufacturer. Product analysis for the suspect device has not been completed to date. No additional relevant information has been received to date.

Event description:
Lead product analysis (pa) was completed. The reported ¿abraded insulation¿ was partially verified in the returned lead portions. During the visual analysis abrasions were observed on outer tubing, however, no obvious adverse effects were identified on the device performance as a result of this condition, and no abraded openings were found. The dried remnants of body fluids were found in the inner and outer tubing, with no obvious point of entry apart from the cut openings (presumed due to explant) and cut ends. Setscrew marks on the connector pin indicate proper pin insertion at one time. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator pa was completed. The reported ¿pain, painful stimulation, stimulation not perceived, and increased seizures¿ are outside of the scope of the pa lab; however, proper vns generator function was verified. The generator output was monitored for >24 hours and there was no variation in the delivered output. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Additionally, the septum was not cored, indicating no expected current leakage path. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
The patient reported thinking his vns was no longer working, as he could no longer feel normal or magnet mode stimulation, he had several seizures (unclear if this is an increase), and the patient was experiencing some pain at the generator site. System diagnostics were within normal limits. It was noted that the patient went to the ER due to pain in the chest and the vns was disabled. The patient was taken to the or to assess the vns, and system diagnostics showed ok impedance. The surgeon examined the lead and found a problem with the insulation on the lead, so the patient was scheduled for lead revision. The patient had both the generator and lead replaced the following day. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.